Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. Reportedly, only the site was changed and occlusion alarms reoccurred. Blood glucose was 160 mg/dl. Customer declined troubleshooting.